Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was reported the patient was not hospitalized for the event. The patient was treated with unknown medication (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient was not recovering from the event. Eleven days prior to receipt of this report, pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis. No additional information is available.